Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During an emergency support program call, the customer reported catheter restriction alarm during therapy on sensation plus 50cc intra-aortic balloon (iab). Chest x-ray indicated the iab was positioned below the carina, and the catheter was subsequently repositioned while therapy was in standby. Following repositioning, augmentation improved and no further restriction alarms were observed during monitoring. Issue resolved and therapy continued satisfactorily.